Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "serous fluid."

Event description:
A healthcare professional reported ¿left implant shows ecography signs with echogenicity changes of the silicone which can be related with intracapsular rupture¿ and ¿it is observed for left implant embedded folded membranes in the silicone gel with signal alteration, interspersed with drops of serous fluid, findings which suggest intracapsular rupture." Healthcare professional also reported non-device related event of "small cysts formations." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as unidentified (tear) opening.

Event description:
A healthcare professional reported ¿left implant shows ecography signs with echogenicity changes of the silicone which can be related with intracapsular rupture¿ and ¿it is observed for left implant embedded folded membranes in the silicone gel with signal alteration, interspersed with drops of serous fluid, findings which suggest intracapsular rupture." Healthcare professional also reported non-device related event of "small cysts formations." The device has been explanted.